Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the a-unit of the charged coupled device section was broken and therefore the image quality was poor and the video cable was broken and therefore the 3d image had defects or it was not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had the magnet ring of the control section broken, image quality was poor, 3d image had defects or it was not displayed and the a-unit of the charged coupled device unit section was broken. There was no patient involvement.